Event description:
The pt's attorney alleged a deficiency against the device. Per additional information received, the pt has experienced recurrent stress urinary incontinence, puckering of the vaginal skin, rectocele, pelvic organ prolapse, disruption in the middle rectovaginal septum and proximal aspect above the area of prior mesh placement, pain, dyspareunia, loss of consortium, unspecified physical and emotional injuries, rectal pain, abdominal pain, erosion, unspecified urinary problems, vaginal scarring.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). Lawyer-filed report - (B)(6).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced rectal urgency, altered bowel habits, abdominal pain and the need to wear four pads daily due to urinary leakage. Additional surgery (B)(6) 2007 placed a new pubovaginal (boston scientific) tvt with patient subsequently wearing one pad daily. In 2010, patient reported complaints of abdominal pain, back pain and ¿intestines falling out.¿ no evidence of prior mesh implant erosion or extrusion was noted by provider. Rectocele surgery 2010 documented disruption of the rectovaginal septum and the proximal aspect above the area of prior mesh placement. Patient returned to provider 2011 with complaint of ¿blockage¿ preventing sexual intercourse, ¿mesh rolling around there¿ and abdominal pain. Diagnosis established of vaginal stenosis due to previous surgeries and lack of intercourse. Patient advised to use vaginal estrogen cream and vaginal dilator.